Manufacturer narrative:
Reference MFR. Report #3004209178-2011-00262 for information regarding explant of the patient¿s right device. The main component of the system and other applicable components are: product ID: 3889-28, lot# v422402, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. It was reported that the patient's left implantable neurostimulator (ins) was removed in (B)(6) 2012 because the wires were breaking inside. When therapy was on, she felt like a "jolt of electricity" was going down her leg and toe. All devices including leads were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.